Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that there were no electrodes out of range. The impedance measurements ranged from 371 ohms to 696 ohms. The manufacturer's representative reprogrammed the leads. However, the cause of the event was not determined. It was unknown if it was device related. The patient had recovered without permanent impairment.

Event description:
It was reported that there was no stimulation sensation. The issue came on suddenly and began about one or more months prior to report. In addition, they were experiencing issues with the patient programmer. Patient services assisted the caller with proper patient programmer operation. Then, the caller was able to increase the stimulation from 7.5v to 8.8v, then to 9.1v, and finally 10.5v. The implantable neurostimulator (ins) was not on, so the voltage was decreased to 5.8v and the ins was turned on. At this point, the stimulation was increased to 9.5v but the patient felt no stimulation. The caller denied any trauma or falls in the last month or so. The patient only had one program. The caller was redirected to the patient¿s healthcare professional(hcp). The caller was the patient¿s caregiver. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the component involved in the event was the programmer. The patient underwent reprogramming of her lumbar spinal cord stimulator (scs). The cause of event was determined. It was not device related. It was not known if there was a greater than 50% symptom reduction. The patient outcome was recovered without permanent impairment.